Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during drain on the home choice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and informed her to cycle the machine. The tsr advised the hp to start over with new supplies. Product surveillance contacted the cg (hp's daughter) on (B)(6) 2011 regarding the system error 2240 alarm. The hp resumed therapy starting over with new supplies. They did not yet contact the peritoneal dialysis nurse (pdrn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the probable cause was determined to be a use error in which air was sucked into the disposable after the patient disconnected the patient line from the transfer set. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.